Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/20/2013: dim and discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the pump was intact without evidence of damage. On investigation, the display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.